Event description:
The customer reported that the system gave a loud beeping noise when it was plugged in. System was removed and another c-arm was brought in to finish the case. No pt injury was reported.